Event description:
The event is reported as: "complaint alleges that the circuits have cracks in the tubing at the connections. Alleged defect was discovered prior to pt use" no pt injury reported.

Manufacturer narrative:
The device sample was not received by the MFR at the time of this report. A follow-up report will be sent when completion of investigation.